Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. It was confirmed via chest x-ray that the right ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2018. The patient was stable post-procedure.